Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument generated the error code for "15v in diluter 2 card out of limits/aspiration" while running quality control (qc) samples. The tops of the tubes containing the control samples were wet. The volume of leak was unknown and was not contained within the unit. The instrument also generated the error code for "vacuum drift". The customer was wearing gloves, labcoat and eye shield. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) advised the customer to bleach the aspiration pathway and replace the needle. This action did not fully resolve the issue as the top of the control sample tube was still getting wet when controls were run. The field service engineer (fse) evaluated the instrument and found the upper port tubing of vacuum chamber vc13 was pulled off and the diluter card was wet. He reattached the tubing and dried the diluter card. This action resolved the leak and addressed the error code "diluter 2 card out of limits". Identification of the failure mode: the upper port tubing of vc13 was pulled off. The instrument generated error codes for "diluter 2 cards out of limits/aspiration" and "vacuum drift". These error codes alerted the operator to the instrument problem. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).